Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen screen. The time on the screen was not responsive. Troubleshooting was performed, and the insulin pump alarmed batt out limit, but the alarm could not be cleared due to the unresponsive buttons. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was monitored. No frozen display anomaly noted.